Event description:
It was reported that the patient experienced poor weight gain with the introduction of medication. The vns was turned on following implant surgery and the patient began experiencing vomiting, nausea, weight loss and an increase in seizure activity which the physician attributed to vns stimulation. After several months of this the normal mode output current was programmed to 0.0ma and the magnet mode was programmed to 1.5ma on (B)(6) 2016. Therefore the device was not fully disabled.

Event description:
It was reported that the patient underwent generator explant surgery. The lead was left implanted and the generator was not replaced. It was reported that the facility discards of explanted devices after surgery. The explanted generator has not been received to date.

Event description:
It was reported that the patient's vomiting began after starting vns. The physician believed this caused a decrease of the intake of anti-seizure medications. The patient was then given oudansetron, an anti-nausea medication, and the vomiting decreased. The physician also reported that the patient's seizure frequency returned to baseline after the normal mode output current of the vns was programmed to 0.0ma.

Event description:
It was reported that the patient was being referred for generator explant surgery due to discomfort at the generator site when the patient ran during exercise. Further follow-up with the neurologist found that the referral for explant was also due to the patient experiencing persistent nausea and weight loss. The device was disabled and the patient has since gained weight. No surgical interventions are known to have occurred to date. No additional relevant information has been received to date.